Event description:
It was reported that the patient began to feel fatigued and had a syncopal episode after experiencing a blunt trauma to the device. The leads were found to have high impedance. The patient elected to have the system explanted and replaced. No further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned, analyzed, and the no output and no telemetry conditions were the result of lifted hybrid bond wires.